Event description:
Hamilton medical ag received the following event description: during setup, the device alarmed with tf5509. "Attempted the inspiratory valve checks on test mode screen 12 but no values were displayed."

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Manufacturer narrative:
It was reported that; "the inspiratory valve checks on test mode screen 12 were attempted, but no values were displayed, unable to complete this test." No patient involvement reported. The logfiles provided confirm that tf5509 happened during preparation of the device shortly after startup. No further feedback was received. No part was replaced, correction unknown, and the exact root cause could not be confirmed.